Event description:
On 01/16/2001, the MFR received medwatch report (uf# 44-0049-2000-0009) from the facility that states the following: a fragment that had broken off of a device was identified within the heart of the pt. The catheter had been implanted 08/2000. It had to be removed surgically. No further details are available.